Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.00mm x 30mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured in the middle part. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.